Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 16-mar-2011, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 16-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got an infection at the site of the implant. No environmental/external/patient factors led or contributed to the issue. No troubleshooting was done that they are aware of. The explant was done the day of the report. Interventions/actions included the ins and extension being removed. The issue is resolved at the time of this report. The ins and extensions were discarded and will not be returned. No further complications were reported or anticipated with this event.